Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of constipation and peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient was constipated. On (B)(6) 2012, the patient experienced peritonitis. On that same day, the patient was hospitalized for peritonitis. Treatment was not reported. Per the consumer, constipation might have caused peritonitis. The patient still had problems with constipation. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The reported problems were not confirmed and the cause of the peritonitis and constipation was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12e18106 and h12f12016. No exceptions were observed that were related to the reported condition.